Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The screws were observed to be fractured through the bone thread shaft. One screw was fractured at approximate mid shaft and the other fracture located approximately 3-4 threads proximal to mid shaft. The fracture faces suggest dynamic fatigue failure occurred. Pseudarthrosis or long term loading could have contributed to the screw fractures.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place due to broken screws. Revision surgery took place (B)(6) 2018.